Event description:
This system was explanted due to infection. The polyrox was technically capped, but enough of it was returned that we can do an analysis on it. Elox 53 bp, MDR 1028232-2009-00686. Polyrox 60/15 bp, MDR 1028232-2009-00687.